Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The reported failure is most likely due to user error, either from applying excessive force or from misalignment during insertion.

Event description:
It was reported that during a meniscus arthroscopy when suturing the meniscus the staple was not caught in the meniscus. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update swit (B)(6) 2023: further information was received that the second implant couldn¿t be inserted in the meniscus and the knot was not connected to the second implant.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.